Event description:
It was reported that, during interrogation this pacemaker was found to be operating in safety mode, subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted due to prophylactic. No adverse patient effects were reported.

Manufacturer narrative:
Correction: no reportable, this device was a prophylactic explant. (B)(6).

Event description:
It was reported that, during interrogation this pacemaker was found to be operating in safety mode, subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction: no reportable, this device was a prophylactic explant.

Event description:
It was reported that, during interrogation this pacemaker was found to be operating in safety mode, subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted due to prophylactic. No adverse patient effects were reported.